Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, a broken reservoir tube lip, a missing end cap sticker, a scratched keypad overlay and cracked battery tube threads.

Event description:
Customer reported a hospitalization due to low blood glucose. The blood glucose reading was 26 mg/dl. Customer was treated with food. He also reported that while he was unconscious, someone had removed the battery of the insulin pump and turned the cap the wrong way, and broke the housing. He did not recall the events leading tot he emergency room visit and stated that he had been watching television and woke up in the ambulance. Nothing further was reported.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.